Event description:
It was reported that the right atrial lead dislodged and exhibited loss of capture and undersensing. Upon pocket revision, the lead was plugged into the new device and deactivated. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.